Event description:
Dialysis machine noting high venous pressure. Saline bag found empty with roller clamp and white clamp wide open, but blue scissor clamp closed. The arterial drip chamber was full of blood and foam. Venous drip chamber full of blood and blood 1/4 way up saline bag. Unable to return blood to patient due to increased venous pressure. Large clots noted vdc and dialyzer. New set up used. Patient placed back on treatment without incident. User issue. Clamps should have been set. Plastic scissor clamp was ineffective.